Event description:
Customer reported receiving inaccurate erratic readins. In blood glucose tests, customer received readings of 290 mg/dl and 64 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the `c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.